Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient experienced a myocardial infarction. Nevro attempted to obtain additional information regarding the nature of the issue but was unsuccessful. The patient was defibrillated to restore normal rhythm. The patient is currently using the device and there have been no reports of further complications regarding this event.